Manufacturer narrative:
The device was returned to the manufacturer for eval. Examination of the pump found a red, tissue-like thrombus around the inlet bearing cup. The thrombus showed no evidence of laminated layering and appeared to have been ingested during support. Portions of the thrombus were thermally degraded due to prolonged exposure to bearing heat. The examination also found a similar thrombus on the body of the pump rotor that appeared to have initially been part of the inlet bearing thrombus before being ingested into the blood tube. The thrombus formations would have impeded blood flow through the pump. The origins of the ingested thrombus could not be conclusively determined. The pump was reassembled and operated on a mock circulatory loop where it functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced vtac (an irregular beating of the heart) 3 days prior to notifying the implanting center. The pt stated that he heard a grinding noise from his pump. The pt was admitted into the hospital with significant vtac. While in the hospital, the pt lost consciousness and several hours later expired.